Event description:
Litigation papers allege the bilateral patient was revised on the right side and has an asr implant on the left side also. Update the patients left side was revised on 2/28/2011 to address pain and tissue that had the appearance of cream of mushroom soup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.